Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it is alleged that, in 2006, the patient underwent a total right hip arthroplasty which included the placement of a trident shell and accolade stem. It was further alleged that, in 2008, x-rays allegedly revealed that the devices had failed in that the ball had separated from the cup thereby requiring that the patient undergo a revision surgery."